Event description:
It was reported that the device was used during a rectosigmoidectomy. The device didn't cut after it was fired and the staples didn't fasten to the tissue. The case was completed using a same like device. There were no consequences to the patient.